Manufacturer narrative:
Device not returned.

Event description:
It was reported that the cartridge was leaking at the septum. Additionally, it was reported that a cartridge change error occurred during the load sequence. Reportedly, the cartridge was changed to address the issue. Customer's blood glucose was 158 mg/dl.